Event description:
The patient reported on (B)(6) 2014 that she activated a new pod. She felt like she was having a bad case of the flu and had nausea and diarrhea so she decided to go to the hospital. Upon arrival her bg was reading 382 mg/dl with the hospital meter and she was admitted for high bg and dehydration. They placed her on an intravenous therapy and she was given manual injection of insulin. The pod was removed and discarded. She was released from the hospital on (B)(6).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.